Event description:
It was reported that during a procedure at the user facility the device sparked. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.